Manufacturer narrative:
The insulin pump currents are within specifications and passed rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. No unexpected excessive no delivery alarm. The drive support disk was inspected and no anomaly was noted. The insulin pump had minor scratched lcd window, cracked case near the display window corners, cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of receiving excessive no delivery. Customer's blood glucose was 425 mg/dl. Customer previously called regarding no delivery alarm and was resolved with complete set change. It was also reported that at another call, insulin pump passed displacement test. During troubleshooting, it was found that customer tried all remedies and issue continued. Customer was advised that insulin pump would need to be replaced.